Event description:
The customer stated she was experiencing high blood glucose levels. The customer then mentioned she was hospitalized for high blood glucose and the reading was 401 mg/dl. Troubleshooting was performed and found that the setting had been erased. The customer was not getting any basal delivery which could have contributed to the high blood glucose levels. No alarms were found in the alarm history that would have erased the settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.